Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt has two scs systems (one cervical and one thoracic). It was reported the pt lost 6 of the 7 programs for his cervical scs system which was implanted for shoulder pain. Diagnostic testing revealed invalid impedance readings for multiple lead contacts. The sjm representative allegedly was able to reprogram around the invalid contacts but the perception and pulse width values increased significantly. Follow-up identified the physician explanted and replaced the pt's lead. The pt reported effective stimulation postoperative.